Event description:
Subsequent to the previously filed medwatch report, additional information was received: the physician reported "1 case, which involved user error in the deployment, the suture became entangled and the entire device had to be manually removed and manual pressure held to achieve hemostasis." No additional information was provided. Additionally, a manuscript identified the proglide that was related to the following outcome: "the device did not deploy properly causing bleeding and ultimately required fo8 with additional manual compression for access closure". Specific patient information is documented as unknown. Details are listed in the attached article, titled "comparative outcomes of vascular access closure methods following atrial fibrillation/flutter cather ablation: insights from vaccar¿.

Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. H6: device code 2017- failure to follow steps/instructions. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Reportedly, a femoral imaging was not performed. It should be noted that the perclose proglide instructions for use states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the reported violation of the IFU contributed to the reported difficulties. Reportedly, there was a use error during deployment. It should be noted that the perclose proglide instructions for use states: prior to use the operator must review the instructions for use and be familiar with the deployment techniques associated with the use of this device. The physician is aware of the mistake. The investigation determined the reported difficulties and subsequent treatment appear to be related to use error. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. H6: removed type of investigation code 4114, h6: removed investigation findings code 3221, h6: removed investigation code 4315.

Manufacturer narrative:
Estimated date. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no corrective action is required.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a proglide. Reportedly, the proglide did not deploy properly causing bleeding and required a figure of eight stitch with additional manual compression to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.